Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: reportedly, during the (B)(6) 2017 hospitalization, there was no coronary imaging performed. Additional information is not available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, the patient presented with an st elevated myocardial infarction and a percutaneous intervention was performed. Following pre-dilatation, a 3.5x28mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the mid right coronary artery lesion. On (B)(6) 2017, the patient was admitted to the hospital for angina. An exercise tolerance test and electrocardiogram (ECG) were performed without reported results. There was no treatment provided. The study physician indicated it is unknown if the event is related to the device. There was no additional information provided regarding this issue.